Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-08838. It was reported that the patient presented for an elective replacement procedure. During the procedure, it was noted that the right ventricular - rv and atrial leads were found stuck together. The rv and atrial leads were both explanted and replaced. The patient was in stable condition before, during, and after the procedure.